Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that while installing his olympus video system center the unit would not power off. According to the initial reporter, all leds were in the ¿on¿ position. There was no patient involvement during this event.

Manufacturer narrative:
Updated fields: d9, h3, h4, h6, and h10. Initial reporter¿s information was inadvertently left out of the initial medwatch report. Information provided in e1, e2, e3, and g2. This report is being supplemented to provide additional information based on device evaluation results and the legal manufacturer's final investigation. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the reported issue (front panel lighting failure) was not confirmed or duplicated. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer's investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.